Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-10638 pertains to the other device. It was reported to boston scientific corporation that two ultraflex esophageal stents were used during a stenting procedure performed on (B)(6) 2013. It was reported that the patient had a malignant lesion in the upper esophagus which was dilated 9mm prior to the stent placement. According to the complainant, during insertion of a distal release ultraflex esophageal stent, the stent partially deployed approximately 3-5 mm. The stent was unable to be placed through the patient anatomy to the target structure. The physician believed the stent partially deployed due to the severity of the stricture potentially causing the suture to pull. The device was removed and the physician attempted to place another stent. The second stent, a proximal release ultraflex esophageal stent, had the same issue and the stent partially deployed and was unable to cross the patient anatomy to the target stricture. The procedure was unable to be completed due to this event and another ultraflex esophageal stent was successfully implanted on (B)(6) 2013. There were no patient complications reported as a result of this event. The patient's was reported to be stable and in good condition at the conclusion of the procedure.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 15mm. It was noted that the pullring had been removed from hub. No issues were noted with the profile of the stent. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-10638 pertains to the other device. It was reported to boston scientific corporation that two ultraflex esophageal stents were used during a stenting procedure performed on august 15, 2013. It was reported that the patient had a malignant lesion in the upper esophagus which was dilated 9mm prior to the stent placement. According to the complainant, during insertion of a distal release ultraflex esophageal stent, the stent partially deployed approximately 3-5 mm. The stent was unable to be placed through the patient anatomy to the target structure. The physician believed the stent partially deployed due to the severity of the stricture potentially causing the suture to pull. The device was removed and the physician attempted to place another stent. The second stent, a proximal release ultraflex esophageal stent, had the same issue and the stent partially deployed and was unable to cross the patient anatomy to the target stricture. The procedure was unable to be completed due to this event and another ultraflex esophageal stent was successfully implanted on (B)(6) 2013. There were no patient complications reported as a result of this event. The patient's was reported to be stable and in good condition at the conclusion of the procedure.